Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy had been helping their symptoms a lot (by 50% or greater) but they were still urinating frequently since implant; it didn't seem to help the frequency. The patient stated they were "a mess" symptom-wise when they got the implant and that the implant cleaned up the "the mess," however the frequency never decreased. The patient stated they were at their urologist's office and the healthcare provider (hcp) told them to call the manufacturer company to see if they "expand" the bladder. Patient services reviewed the role of patient services as well as therapy expectations, device description/function and programming, stimulation and ins battery longevity considerations with the patient. The patient stated they had tried different programs in the past but thought they wanted to try increasing the stimulation on their current program. The patient was able to connect to their setting. The therapy was on, on program 2 at .8 ma. Patient started to increase their stimulation and went to .9 ma but then they increased and said "it went up to 1.1" ma and said it was too much so they decreased down to 1.0 ma and confirmed it was comfortable and in their bike-seat region. Patient services reviewed with the patient when they increased to go slowly and not try to double tap too quickly because it could make the stimulation go up higher than they intended to. The external devices were functioning as intended at the time of the call. Patient to monitor their symptoms. Patient services redirected the patient to follow up with their managing health care provider to further address the issue if they still didn't see relief in their frequency to potentially discuss switching to a different program.